Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 413 mg/dl. The customer had not reported symptoms and customer treated with pump. Customer¿s high blood glucose level was 362 mg/dl at the time of the incident. Customer¿s current blood glucose level was reported as 413 mg/dl. Customer also reported blood glucose level of 269 mg/dl and 309 mg/dl. Customer stated that they had surgery and the pump was being played with at the hospital and last week I was put on prednisone, and I was so high. Customer think they decreased the amount of insulin per hour and meter is not talking to the pump. Customer had declined further troubleshot for high readings. The product was returned for analysis.